Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the scs ipg with the charger. A replacement charger was sent to the patient but the issue persisted. A company representative met with the patient and found the patient had not charged the ipg since (B)(6) 2017. The patient's scs ipg was deemed inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information identified the patient underwent surgical intervention to replace the ipg. Therapy was restored.